Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
The customer reported that she received a result of 355 mg/dl on the aviva system and was having hypoglycemia. The customer experienced symptoms of shaking and blurry vision. The customer called the emt's and then self-treated with orange juice and a glucose tablet. Upon arrival, the emt's obtained a blood glucose result of either 68 mg/dl or 48 mg/dl, the customer could not recall the exact value. The customer alleged the following results on the aviva meter, compared to a professional meter, were within 10 minutes: 355 mg/dl (advantage) and 68 mg/dl or 48 mg/dl (emt's meter). The type of treatment provided by the emt's was unknown. The customer was transported to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the customer with juice, snacks, and an IV. The customer does not know what type of medication was given through the IV. The customer stayed over night in the emergency room and was discharged the following day. The lot number was not provided. Return of the suspect device was requested for evaluation.